Manufacturer narrative:
Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was removed and replaced from the left eye because the capsular bag was damaged when it was placed, since the lens was torn. A phacovitrectomy was performed. A three-piece iol was implanted as the replacement lens. No further information was provided.

Manufacturer narrative:
Device evaluation: the complaint lens was received inside an alcon lens case. No complaint preloaded handpiece was received. Visual inspection under magnification revealed that the lens was returned cut, with a detached haptic, and torn on the optic body. No additional defects were observed after cleaning the lens. No complaint preloaded handpiece was received for evaluation. The complaint issue of torn iol was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.